Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 86 year old male patient needing mechanical circulatory support. It was reported that pedal pulses were absent. Device was removed in the cath lab. Perclose was performed prior to implantation. Once the pump was removed perclose was tightened, and manual pressure was applied to the right groin. Hemostasis was obtained post manual pressure.